Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a patient that while in a "car shop" and "separated by glass from the work room". The patient began to "feel/ hear vibrations" coming from their device and "felt kind of funny for about an hour". It was noted the patient wondered if this experience could have interfered with or damaged their implantable pulse generator (ipg). The ipg remains in use. No further patient complications have been reported as a result of this event.